Event description:
It was reported that during a percutaneous coronary artery treatment procedure, guide wire damage occurred. The lesion being treated was a severely tortuous, calcified vessel in an unknown location. The physician inserted the amplatz guide wire into the non bsc 6fr 11 cm sheath, and noticed that the tip of the guide wire could not retain its original shape. The spring tip coating was peeled and core wire was exposed. The device was removed and the procedure completed with a different device. There were no reported patient complications and the patient status is good.

Event description:
It was reported that during a percutaneous coronary artery treatment procedure guide wire damage occurred. The lesion being treated was a severely tortuous, calcified vessel in an unknown location. The physician inserted the amplatz guide wire into the non bsc 6fr 11cm sheath, and noticed that the tip of the guide wire could not retain its original shape. The spring tip coating was peeled and core wire was exposed. The device was removed and the procedure completed with a different device. There were no reported patient complications and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: after visual inspection, device presents the distal tip damaged. The visual inspection was performed. A bend at 142.5 cm from the proximal end, and the coil is stretched at 143.7cm from the proximal end. All outer diameter measurements are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).